Manufacturer narrative:
Batch review performed on 29 march 2023 lot 1904544: (B)(4) items manufactured and released on 11-july-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years 5 months after the primary, the patient came in reporting pain and stiffness due to the formation of excess scar tissue. The surgeon removed scar tissue and swapped the poly (11 to 10 mm). The surgery was completed successfully.